Event description:
It was reported that the reamer could not be cleaned. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. Inspection confirmed that after cleaning there was bone residue in groove below the thread. Review of the material and production documents have shown that these devices have been manufactured according to the specifications valid at the time. For product improvement, an adjustment of the design was made in february 2008 (deeper slit). The new design is now in stock. This complaint is valid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number does not correspond with the product number as a result, a review of the device history record could not be completed.